Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer found that the ventilator is emitting multiple alarms after troubleshooting the machine and checking the ventilator with proper tubing and testing the lung. Cross checked the flow sensor exhalation valve body, diaphragm, and pressure sensing line and internal pneumatics tubing was also checked and replaced, but the problem remained unresolved. Charged the ventilator's battery for 24 hours and checked it again, but it still had the same alarms. Finally, the machine was cross-checked with a working main pcb from the kit and found to be operational without any alarms. The exhalation differential, turbine differential, and exhalation pressure differential were all successful. A replacement order has been placed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was continuously showing vent inoperable, motor fault, circuit disconnection, low peak inspiratory pressure (pip), low minute ventilation (ve), and transducer fault prior patient use. The customer confirmed that there was no patient associated with the reported event.